Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens with diopter -10.0/+3.0/001 into the patient's right eye (od) on (B)(6) 2023. Within the initial surgery the lens was removed and replaced with a shorter length lens due to excessive vault. The problem was resolved. Cause reported as unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -14.5/2.0/094 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2023. Within the initial surgery the lens was removed and replaced with a shorter length lens due to excessive vault. The problem was resolved. The cause of the event was reported as unknown. Claim#: (B)(4).